Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: were there any difficulties experienced with device during procedure? Were any staple formation issues noted? Does the surgeon routinely wait 15 seconds prior to firing? Was buttressing material used? Where was the oozing noted? Was it on the entire staple line? Were there any patient factors that might have contributed to the bleeding? What was the purpose of this clinical trial? What is the current patient status? Some oozing intraoperatively and clip appliers used. Staple formation wasn¿t perfect. Don¿t know patient¿s actual hemoglobin. Patient had to be transfused with blood, 1 unit. Surgeon observed oozing from small bowel during case. Patient was finally sent home after 2 days.

Event description:
It was reported that the doctor had performed a laparoscopic gastric bypass on a patient, using a plee60a stapler and gst60w reload, as part of a clinical trial. The patient was being monitored in the hospital after the procedure and on the following day, the patient's hemoglobin was low. The doctor indicated the patient had bleeding in the small bowel. It was not reported how the issue was resolved. There was no reoperation or use of blood products. The patient is still being monitored in the hospital.